Event description:
An implant card was received indicating that the patient underwent lead revision on (B)(6) 2013 due to high impedance. The explanting facility does not return explanted products.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2013, it was reported that the patient needed a referral for surgery due to high lead impedance which was found. Clinic notes dated (B)(6) 2013 were received which indicate the patient was here for vns adjustments. The patient experienced on seizures, the most recent of which occurred on saturday. The patient's device was interrogated and diagnostics confirmed there was no indication of the system malfunctioning or near end of service. The patient tolerated the adjustments well, though with a mild cough. Notes dated (B)(6) 2013, indicate the patient experienced five seizures (three in one day) since the last visit. The patient and her mother deny vns related pain or sporadic stimulation. The patient's mother is comfortable with the seizure control and the patient denies complications. However, system diagnostics indicated high impedance. The patient's device was turned off and the patient was referred to the surgeon. In the meantime, the patient's medications were changed in hopes of reducing breakthrough seizures. Review of the lead device history records confirmed all quality tests were passed prior to distribution. Per internal records, the patient's seizure frequency prior to vns was 11 to 30 seizures a month, so the patient has not experienced an increase in seizures above pre-vns baseline levels. Follow up found that the patient and mother report no trauma or manipulation to the area. An x-ray was not obtained. No additional information has been provided.